Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9037504, medical device expiration date: 2024-01-31, device manufacture date: 2019-02-06. Medical device lot #: 8339740, medical device expiration date: 2023-11-30, device manufacture date: 2018-12-05.

Event description:
It was reported that two syringe 1ml s/t w/ndl 25x5/8 rb experienced difficult plunger movement, and eight syringe 1ml s/t w/ndl 25x5/8 rb experienced the needle being pulled out of the hub. The following information was provided by the initial reporter: material no: 309626 batch no: 9037504, 8339740. Event description per customer's email states, "when removing cap needle comes off". "Glued and doesn't pull up".

Manufacturer narrative:
Investigation summary: 10 shelf cartons with a total of approximately 1,000 syringes with needles were received and evaluated. 7 were opened and 2 had the original seals intact sealed cartons from batch #9037504 (p/n 309626). One opened carton was from batch #8339740 (p/n 309626). The shield removal force was measured on all received samples per procedure. For batch 8339740 there were 62 out of 94 found to be overtightened per product specification. For batch 9037504 there were 331 out of 899 found to be overtightened and 9 were found to be under tightened per product specification. After the shield removal force was measured on all the syringes, the box with the highest defective percentage was visually inspected. It was observed there were sideways scratches across the hub¿s ears and damage on the ribs of the hub at the connection point with the shield. The hub damage was present on each needle inspected. The shields also had damage on the inside where the ribs of the hub make contact. Potential root cause for the tight shield defect is likely associated with the needle manufacturing process. The sideways scratches on the ears of the hub are inconsistent with the damage that would occur from the needle dial during the assembly with the syringe. The samples will be forwarded to the needle manufacturing site for evaluation and root cause determination. No corrective actions are necessary for the syringe manufacturing and packaging plant. The samples were forwarded to the needle manufacturing site for evaluation and corrective action determination approximately (1000) samples were received from the customer for investigation. Fifty (50) samples were selected at random and were visually examined with no signs of damage evident. All the samples were shield pull tested by bd canaan. The lowest recorded test value was 0.23lbs and the highest recorded test value was 9.89lbs. No needles were found to be pulled out of the hubs. A machine malfunction resulted in some needle shields being pressed on too far or not far enough at the shielding station bd acknowledges that based on the shield testing performed by the bd canaan site that some of the returned samples had shield pull force values which were out of the specification values. A total of two hundred seventy-four (274) returned samples were found to have pull force values outside the specification limits. The customer also reported ten (10) occurrences for a total of two hundred eighty-four (284) occurrences. As these two hundred eighty-four (284) occurrences would not exceed the acceptable quality level (aql) of ¿shield pull force values ¿ for the batch, no corrective or preventative actions are proposed in the scope of this complaint. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that two syringe 1ml s/t w/ndl 25x5/8 rb experienced difficult plunger movement, and eight syringe 1ml s/t w/ndl 25x5/8 rb experienced the needle being pulled out of the hub. The following information was provided by the initial reporter: material no: 309626 batch no: 9037504, 8339740 event description per customer's email states, "when removing cap needle comes off". "Glued and doesn't pull up".